Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the display of the insight pump became black and the pump began to emit a sound. This occurred 3 times in the last 2 months. During this time the pump buttons were blocked and she had to remove the batteries to silence the alarm. She was able to resolve the issue by changing the battery and battery cover. No adverse event was reported. The alleged product was requested to be returned for evaluation.